Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, at approximately 12:00 pm, the patient began experiencing nausea and a racing heart, after sensor placement on the arm. The patient uses the tandem t:slim x2 insulin pump in modified closed loop mode. At the time of symptom onset, both the cgm receiver and mobile app displayed a reading of approximately 80 mg/dl. The patient took unspecified heart medication, but symptoms persisted. She proceeded to the emergency room (ER) with a friend at 12:30 pm. Upon arrival, blood testing showed a bg of 37 mg/dl, while the cgm continued to show 80 mg/dl. No calibrations were entered following this discrepancy. No medications were administered at the ER; the patient self-treated with snacks. Per follow up with technical support on (B)(6) 2025, it was clarified that the patient remained in the ER for one day and was discharged on (B)(6) 2025, reporting that she was feeling better at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.